Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the data stopped recording in t-link. The user then rebooted the computer and it worked. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
(Device not returned).